Event description:
This patient was revised (left hip revision) due to a loose aml stem. The stem was loose as when originally implanted; it was not put in tight enough and had no bone ingrowth. The poly was replaced during this procedure and when the poly was impacted; it still had 2mm of vertical shuck. It was replaced with an enduron poly. Surgery was delayed between 20-30 minutes.